Manufacturer narrative:
(B)(4). Date sent 8/12/2025 d4 batch #207d98 b3: exact date is unk. Assumed first day of the month. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the sr75 reload was received with the reload deck damaged. The reload had the proximal 5 drivers up, the remaining drivers down with staples present, the swing tab in the locked position. The damage to the cartridge deck is consistent with the device being clamped over a hard object. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 207d98, and no non-conformances were identified. The lot # 241d62 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a colon resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.